Event description:
It was reported that the speaker is not working. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device shows a speaker malfunction. No sound was coming from the device. The device was in use on a patient. There was no report of patient or user harm.